Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 153768: (B)(4) items manufactured and released on 06 november 2015. Expiration date: 2020-10-18 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to infection 2 years and 6 months after primary surgery. The pathogen is unknown.